Manufacturer narrative:
The device powered up properly after battery installation. It was received with operating currents within specifications. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the pump alarmed power loss alarm, power error 25 and low battery alert. The power management tool confirmed power loss alarm, power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The device was received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, broken belt clip rails, faded serial number label, corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple power loss alarm. The customer's blood glucose level was 368 mg/dl at time of incident. It also reported that the insulin pump received multiple power loss alarm when batteries was out of grater than 10 min. The customer was advised that the insulin pump need to be replaced and revert to back up plan. The replacement insulin pump will sent to the customer. Insulin pump will be return for analysis.